Event description:
It was reported that the customer's insulin pump alarmed an error alarm during the manual prime process. It was stated that the piston continue moving forward after the reservoir makes contact and insulin squirted out. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.